Event description:
A device report from synthes (B)(6) provides information from a facility in great britain regarding a depth limitator used in a procedure. The scrub nurse applied the depth limitator to the holder and the surgeon proceeded to insert the trial implant, tapping the distal end of the instrument to insert it fully. Upon removing the instrument it appeared that the depth limitator had shifted its original position up the shaft of the holder, reportedly, exacerbated by the removal technique of the surgeon. The procedure was not significantly prolonged. Post-op CT scans show a partial lesion to the spinal cord at the level of the incident. Possible association with the shift of the depth limitator is unknown. Alternately, as per the surgeon, the small lesion may have been caused by decompression. Reportedly, the patient has recovered and was discharged from the hospital. This is report # 1 of 2 for the same event.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that the wings at both ends of the depth limitator are bent outward. Therefore, the distance between the wings is oversized and does not according to the specification anymore. This has an influence on the function of the limitator as the stop function on the ledge at the holder is not as designed anymore. The nicks, scratches and discolorations all over both devices indicate that they were often and intense used over years. This let us suppose that wear and tear in combination with a possible incorrect placement of the limitator on the bigger diameter at the shaft of the holder caused the deformation of the wings. The depth limitator was manufactured in january 2004 with a lot size of 24 pieces. The holder was manufactured in august 2002 with a lot size of 20 pieces. We are not aware of any other complaint for both article and lot numbers. No product fault could be detected.